Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from the lot. Based on all available information, the reported difficult positioning appears to be due to procedural conditions. The reported poor imaging is due to challenging patient anatomy. The reported foreign body appears to be due to challenging patient anatomy. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip being deployed on one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. Calcification was noted on the posterior leaflet and imaging was difficult due to a rotated heart. The ntw clip was positioned on the valve and the leaflets were grasped and captured successfully. However, just prior to detachment of the clip, it detached from the posterior leaflet. Since the lock line had already been removed, the clip was deployed only attached to the anterior leaflet. An additional clip was placed to stabilize. The procedure was completed with a mr grade of 1+. There were no patient effects and no clinically significant delay. No additional information was provided.